Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft was implanted during the endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported during the index procedure, the physician was unable to retrieve the delivery system, as it became stuck in the suprarenal stent of the endurant main body stent graft. The suprarenal stents kept getting entangled with each other. It is unknown whether this occurred during the deployment of suprarenal stents or while attempting to retrieve the delivery system, but the entanglement made retrieval of the delivery system significantly more difficult. No medtronic representative was at the procedure. The delivery system and its packaging were confirmed to be undamaged before insertion into the patient. As a result, the physician opted for an open surgical conversion and the stent graft was explanted. However, the patient did not survive this procedure and expired a few hours later. Per the physician a direct cause of the supra renal stent entanglement /removal difficulty was not fully known. It was said it could have been a handling error, but it could have also been a device failure. According to the physician, all steps of the evar were followed normally. No cause of the patient death was provided, though the patient¿s ruptured aneurysm could not be treated as intended due to the device issues. No additional clinical sequelae were provided.

Manufacturer narrative:
Film evaluation summary: the reported suprarenal stent entanglement was confirmed in the provided films; however, the cause of the event could not be determined. Lack of pre-implant CT scans prevented assessment of the pre-implant anatomy. Procedural videos capturing the exact moment of suprarenal stent deployment, removal attempts and entanglement were not available, hindering a thorough assessment of the event. Therefore, the removal difficulties could not be confirmed. Based on the limited views provided and the stent configuration, there were no obvious anatomical characteristics, such as excessive infrarenal neck angulation, that could have contributed to the event. The cause of the patient¿s death could not be assessed from the film review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the bifurcate and limb stent grafts returned on a section of front-end spiral tubing. One of the suprarenal stents was deformed and pulled down onto the graft fabric. The spiral tubing was passing through a loop on the deformed suprarenal stent. There was no damage visible to the stent grafts. There was excessive scratching on the taper tip with the distal end flattened. The spiral tubing was damage with separation visible between the spirals. The spiral sheath was torn. The reported suprarenal stent entanglement was confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.